Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump primed properly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and cracked belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The mother reported via phone call that the customer's blood glucose was 47 mg/dl and later rose to over 600 mg/dl. The customer's low blood glucose was treated with food. Customer was able to treat their high blood glucose with the insulin pump. It was also reported the customer was unable to fill the cannula. The mother stated the customer was unable to exit from the preparing to prime loop on the insulin pump. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. It was also reported the drive support cap was sticking out on the insulin pump. The customer's current blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.